Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized recently because they did not have the necessary supplies. The detail of the customer's hospitalization was not provided at the time of the call. Customer also reported experiencing no delivery alarms due to the lack of supplies. The customer reported their blood glucose was between 240 mg/dl and 400 mg/dl during the no delivery alarm incident. Customer stated they were able to resolve the alarm with a complete set change. Customer agreed to return the insulin pump for analysis.